Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was getting stuck on the cholangiography. They opened a new device to complete the procedure. There was no pt consequence.